Event description:
End user called for assistance checking the results as displayed in the device. After phone trouble-shooting, it was discovered that the device's display was not showing calibration results properly. The device was replaced, and the defective one returned for investigation.